Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
Note: this report pertains to third of three resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure. The exact procedure date was unknown. During insertion, the clip came off before deploying. A third resolution 360 clip was used; however, the same problem happened. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.